Manufacturer narrative:
Date rec'd by MFR: 02aug2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse recommended that the power overlay switch, power management board, or user interface to power management cable be replaced. Upon, further evaluation, the fse determined the issue was a battery failure. The fse replaced the front panel light emitting diode (led) and battery. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08may2019 a follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit declared an error 1105 (alarm led failed) about a month ago. The device was in use at the time of the event; however, there was no patient harm.